Event description:
It was reported that during dilatation in the heavily calcified distal anterior tibial artery, for treatment of total occlusion, a 2.5 x 200 armada 14 dilatation catheter was inflated below nominal pressure (exact pressure unknown) and balloon rupture occurred during the first inflation. Contrast was noted in the artery. The catheter was removed from the anatomy with resistance because the balloon did not totally deflate due to contrast in the balloon. A new 2.5 x 200 armada 14 dilatation catheter was used with the same results. Dilatation was completed successfully using a non-abbott balloon. Although there was significant clinical delay in the procedure, no adverse patient effect occurred. The physician stated that both armada dilatation catheters crossed the lesion and the stenosed area without difficulty. Both balloons were inflated far from the total occlusion and balloon rupture occurred in the distal segment. Reportedly, during balloon(s) preparation, the contrast dilution was 2/3 normal saline plus 1/3 contrast. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the balloon catheter was returned without blood visible. There was contrast in the balloon. The balloon was loosely folded, consistent with being inflated as reported. There was no damage noted to the balloon catheter. During functional testing, an indeflator filled with water, was used to pressurize the balloon below rated burst pressure (rbp) and fluid was observed leaking at a pinhole in the balloon 2 cm distal to the proximal marker. There was no other damage noted to the balloon catheter. Scanning electron microscopy analysis results suggested that the balloon failure may be attributed to mechanical damage to the outer diameter surface. The leak was found on the outer diameter surface, intersecting a fold crease. Mechanical damage and tearing were found at the leak edges. No significant features were observed on the inner diameter surface. In this case, it is likely that the balloon damage occurred as a result of interaction with the lesion site which was described as heavily calcified. There was no reported leak noted during preparation for use, further suggesting the damage occurred during use. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. To ensure this type of damage is not a result of a potential manufacturing related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity. Potential factors for deflation difficulty include, but are not limited to, manufacturing deficiencies, anatomical conditions, vessel tortuosity, kinks/damage to the inflation lumen or issues with the inflation device or contrast/saline mix ratio. In this case, it was reported that the balloon was prepared for use using contrast dilution of 2/3 normal saline plus 1/3 contrast. It should be noted that the product instruction for use instructs that the device should be prepped with 60% contrast diluted 1:1 with normal saline. It appears that the difficulty deflating and removing are related to the incorrect preparation of the device. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. The reported difficulties appear to be related to case circumstances and there is no indication to suggest a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The first 2.5 x 200 aramada 14 dilatation catheter is being filed under a separate medwatch MFR number. Guide wire: pilot 150. Sheath: terumo 5 fr. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.